Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Name and address for importer site: (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint: it is alleged that [pt] received a cook celect filter on (B)(6) 2012. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation ¿ investigation is reopened due to additional information provided. The following allegations have been investigated: tilt, vena cava perforation, unable to retrieve, lifetime anticoagulant therapy/bruising, and embedment. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported lifetime anticoagulant therapy/bruising are directly related to the filter and unable to identify a corresponding failure mode at this time. 20 devices in lot. No relevant notes on work order for neither device lot, nor filter lots. One other complaint on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: (B)(4). Device codes: appropriate term/code not available (3191): perforation; appropriate term/code not available (3191): tilt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the patient allegedly received a cook celect navalign femoral vena cava filter implant on (B)(6) 2012 via the common femoral vein due to hematoma. The patient is alleging tilt, vena cava perforation, device is unable to be retrieved, lifetime anticoagulant therapy which results in bruising and embedment. The patient further alleges emotional and physical pain and suffering, depression/anxiety and fear regarding the inferior vena cava filter moving or breaking/remaining permanently implanted and all possible complications. Per the (B)(6) 2012, retrieval report (attempted): "technique: subsequently , the retrieval assembly was advanced into the inferior vena cava just above the filter. At this point numerous attempts to snare the retrieval hook of the retrievable inferior vena cava filter were made without success. It seems clear that the hook is embedded within the wall of the inferior vena cava. A catheter , mickelson catheter was used to provide significant upward tension on the filter , displacing it as much as one vertebral body height cephalad without being able to dislodge the tip from the wall. At this point it was elected to abandon further attempts at removing the filter at this time as it was clear that the retrieval hook was not available for snaring". Per the (B)(6) 2018, computed tomography-abdomen without contrast: "findings: there is an inferior vena cava filter in place, centered at the l3 level. The sagittal 2-d image, as well as the axial images, demonstrate there is tilting of the superior portion of the inferior vena cava filter posteriorly with the superior tip against the posterior wall. The superior tip of the filter is seen at or just below the level of the right renal vein, which is the lower of the two. Numerous struts appear either at or just beyond the wall of the inferior vena cava the most prominent is the anterior strut and this measures approximately 3.5 mm anterior to the inferior vena cava wall. There is no perforation of adjacent structures. The medial strut appears to extend to the level of the aorta, but not into the aorta. There appear to be some tenting of the inferior vena cava wall, which also appears to touch the right lateral aspect of the aorta. None of the struts appear broken or dense".